Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left circumflex artery (lcx). The 3.0 x 12mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. When the physician removed the device it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left circumflex artery (lcx). The 3.0 x 12mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. When the physician removed the device it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. The struts on the first row on the proximal end of the stent were misaligned and some were raised up and bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device were visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. There was contrast media present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).